Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer found that both half-height drawers had failed. The fse replaced the t-shaped board on the backboard. Both drawers immediately reappeared on the bus and were configured properly. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer failed with an error indicating "not detected on bus." The customer rebooted the device and attempted recovery; however, the issue persisted. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.